Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer did not have an alternate method of insulin therapy at the time of the report. Customer¿s blood glucose level ranged from 198-199 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.